Event description:
The customer reported the evis exera iii video system center power switch is stuck and fails to switch on. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a loose receptacle flat cable/strip rust, net spacer on the chassis deform, connector corrosion, and dust inside the unit were observed. Lastly, scratches were found on multiple components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the subject device was manufactured before the design of the power switch was changed. It was surmised that the power switch was broken (did not work) because operating force applied to the power switch and the number of times the switch was pressed exceeded the original assumption. Additionally, the receptacle was found loose. It was, therefore, surmised that it was broken due to a defect cause by the frequency of the usage, or a defect caused by handling. Since no further information could be obtained, they could not identify a cause. Olympus will continue to monitor field performance for this device.